Manufacturer narrative:
Additional information received: it was confirmed that no attempt to deploy etlw1616c156ej into the lcia was competed prior to removal of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, an attempt was made to implant the etlw1616c156ej limb ((B)(4)) to the left common iliac artery. However, the blood vessel became an accordion shape due to the delivery system and approximately four stent rings protruded towards the external iliac artery. The device was then removed from the patient without being implanted, as it was deemed that it could not be safety implanted, and an etlw1616c124ej limb ((B)(4)) was successfully implanted instead. As per the physician, the cause of the event was related to the patient vessel morphology, because the left cia was extremely tortuous, with an angulation of 90 degrees or more. No additional clinical sequelae were reported and the patient is fine.